Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years) caused the fan to deteriorate over time and fail, also the lamp burned and required replacement.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty fan. When the unit was powered on, the fan did not operate.

Event description:
A user facility reported to olympus that the device was overheating or the fan was not working and an error message was generated; the reporting person did not know what error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.